Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. No data collected in the s2d.

Event description:
It was reported that during a routine device replacement procedure the superior vena cava (svc) of the right ventricular (rv) lead was damaged and resulted in ¿no¿ measurement in the svc lead impedance. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.